Event description:
Vns pt experienced problems with vomiting following an increase in programmed device output current from 0.75ma to 1.0ma. Programmed device settings were decreased, after which the pt was reportedly vomiting less but refusing to eat due to gagging. The pt was also more irritable following the parameter reduction. Treating neurologist indicated that the event was possibly related to the vns. The pt has history of chronic pancreatitis, but has not had any problems with the pancreatitis for approximately one year. The pancreatitis was reportedly ruled out as a factor. It was reported that it is difficult to pinpoint exactly what is wrong with the pt as pt is non-verbal. Neurologist believes that device stimulation may be causing the pt to gag; therefore causing pt to not want to eat. It was also reported that the pt recently had what is believed to be a viral infection not related to the vns. Neurologist plans to see the pt for follow-up in one month to see if the decrease in device settings helps symptoms.